Event description:
It was reported that the pump alarmed for "air in line". Patient stated there was no visual evidence of any air in line, and confirmed connectors were all tight. Resolution volume 57.9ml. Pump powered off, tubing clamped near port and whole pump tapped on firm surface. When powered back on, pump alerted "low battery". Batteries replaced with new batteries and pump powered back on. Attempted to restart pump but "air in line" alarm persisted. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.